Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The iol was explanted in a separate surgical procedure due to complaints of glare/halos and beams/rods of light at night and replaced with a different model lens with a different diopter size, diu225 18.5 diopter iol. There was no complications and no vitrectomy. Patient outcome post lens exchange was reported as: 1-day post-op stable, patient returning in three (03) weeks for post operative refraction/checkup. No further information is available.

Manufacturer narrative:
Additional information: patient weight and ethnicity and race: unknown as information was asked but not provided. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: apr 07-2022 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received stuck to a piece of paper. Visual inspection under magnification was performed and revealed that the lens was cut in half. The lens was cleaned and visually inspected under magnification and no additional issues were observed, and no issues related to or could have contributed to visual issues were observed. Due to the returned condition of the lens (cut in half) no further product evaluation can be performed. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.